Event description:
Just prior to hemorrhoidectomy surgery, the disposable harmonic scalpel would not function, when attached to the machine. Attempted three times, until the machine said to obtain a "new" scalpel. The surgeon then continued on with a different scalpel. There was no impact to the patient, and the patient tolerated the procedure well.